Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer had checked their blood glucose level before driving and when they started driving, they had a rapid onset of symptoms. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer had noticed that the pump's battery longevity was less, and the pump had physical damage at the bottom of the battery compartment. The customer was using the recalled sets, and one of the replacement pumps they received got a motor error. Troubleshooting was not completed as the customer did not contact medtronic directly. The insulin pump will not be returned for analysis.